Event description:
Uac line pump kept ringing off occlusion upstream. Tubing moved in pump three times without resolution and then changed to a different pump without resolution. IV tubing changed and still would not purge through. Third set of tubing ran without problem.